Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
Missing primary stability. "Buccal defect surgeon tried 3 implants; none of them engaged, probably not enough thread, decided to graft first and wait 3-4 month". See also reports 8010516-2022-00112 and 8010516-2022-00113.